Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implantation, after the wound was closed the patient's r wave dropped. The wound was re-opened and the right ventricular lead was re-positioned. Parameters were stable for the remainder of the procedure. The patient was stable.